Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6). It was reported that a physician could not complete the insertion of the cross-head self-drilling screw, because the screw head was stripped during the screw insertion. The physician removed the screw with the pincer-like nipper, breaking off the screw head in the process. The tip of the screw was removed. Reportedly, the head of the screw was discarded in the operating room. The operation was completed using another screw. The physician noted that the other three screws packed in the same box were inserted without any problem.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard iso 5832 11. No product fault could be detected. We have to assume most probably reason for the breakage would be that too high applied torsional force, well beyond its calculated design may have caused the breakage.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. The device history record was researched. No complaint related issue was found.